Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a gas leakage of the first regulator unit and the front panel was flickering due to a defective main circuit board. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the high flow insufflation unit had a gas leak. The issue was found during preparation for use, the intended therapeutic procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The flickering front panel likely occurred due to a failure of the main board and the gas leak likely occurred due to a failure of the primary pressure reducer. Olympus will continue to monitor field performance for this device.